Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during a myosure procedure on (B)(6), 2026, that an 85-year-old female underwent a hysteroscopy for polyp removal and attempted fibroid removal. During the procedure, a rapid fluid deficit of 500 ml was observed. It was then reported that the physician was able to get a sample of the fibroid and had vision of the fibroid but decided to abort the case. The physician reported possible false passage but did not believe a uterine perforation occurred. The patient was admitted overnight for observation because of the patient's age and the fluid deficit. The patient was discharged the following day. No additional intervention was reported and the patient was reported to be doing well. No other information was available.